Event description:
It was reported that the patient reported progressive palpebral edema approximately a week after an thermage flx eye procedure. The exact location was reported as the lower eyelid. The patient was treated with cholircusi de icol and sicca fluid. The status was reported as lower eyelid oedema and lower eyelid tarsal calculi. A possibility of a permanent injury was reported as unlikely. The physician noted that the patient continues to have eyelid oedema, with no external injuries of any kind at any time. Available information, including a note from the patient and a note from an unknown source (probably a clinician), was reviewed. The patient noted experiencing pain and edema after the procedure. The patient reported receiving several rounds of prednisone and polaramine. The patient also reported experiencing burning and constant edema, and described the eye area as completely deformed. The other note indicated that the patient experienced edema and wounded skin. The patient was recommended to apply frozen tea bags on gauze to avoid injuring the skin and to use traumeel tablets to resolve the edema. However, it is reported that the paresthesia, tinglings and constant pain in the area remain pending. An available picture was reviewed. Edema is visible on the eyelid and mostly lower eyelid. It is reported that an eye shield was used with via pos as the eye shield lubrication. The patient was administered a double anesthetic corlirofta. No other treatments (besides the one reported) were being performed in the same area where symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 90 days. The patient has not had previous aesthetic treatments on this area.the highest energy level used was 4.5. No system errors occurred, nor was anything out of the ordinary noticed during treatment. The patient was treated with the stamping method. Solta medical cryogen and approxmiately 1 bottle of coupling fluid were used during this treatment. The treatment tip surface was inspected prior to use with no anomalies reported. The treatment tip surface was inspected during the treatment at about 225 shots. This is the first time the tip was used.

Manufacturer narrative:
The datalogs were reviewed by service and the following errors were found: quantity - error ID - description - percent of reps 6 - ec781 - err_activation_button_timed_out 1.33% 1 - ec785 - err_treatment_tip_lifted_prematurely - 0.22% 4 - ec78b - err_treatment_tip_force_low - 0.89% based on the evaluation of the data, the system and handpiece performed as expected. The user will want to verify proper treatment technique, position and orientation (with adequate coupling fluid and equal tip to skin contact and pressure). Cryogen appeared to be flowing during the treatment. The device was not given enough time to fill and for the can to warm up properly. The device needs 10 to 15 minutes for completely come up to pressure and that the can needs time to warm up. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. Evaluation of the treatment tip found no issues related to this event. The tip passed thermistor and leak testing. During visual inspection, it was observed that not enough glue was in the corners of the tip. No dents, scratches, blemishes or dielectric breakdown was observed. There were no openings along the tip membrane and corners that could presents risk to patient. No functional testing was performed due to the tip being expired. A review of the manufacturing records showed all requirements were met. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, pain and swelling are known possible reactions to thermage flx treatment. No corrective action is necessary at this time.